Event description:
In 2004 the pt contacted lfs alleging that their one touch profile meter would not power on. The senior medical affairs specialist spoke with the pt the following day. The pt normally tests twice a day and neglected to test one month ago, as the meter had stopped powering on. The following day, they started experiencing blurry vision and feeling unwell. Prior to attempting to retest, they decided to drive to the ER. They waited in the ER for 3 1/2 hours prior to being tested. A result of 398 mg/dl was obtained on the ER meter. They were treated with insulin and released the same day. They mentioned that they had maintained their glucophage medication throughout the time they were unable to test. They were recently diagnosed and their physician was not aware that they had purchased a meter. The physician had prescribed their glucophage medication, as a result of a 267 mg/dl fast blood glucose result. They were also scheduled to go in for a lab test in the next few days. The customer service representative confirmed that the battery was correctly installed, battery was replaced less than 1 year ago, and the battery contacts were in good condition. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Although, the pt reported that their physician never advised them to take certain precautions in cases of high or low blood glucose levels. They may have avoided hyperglycemia if they had been able to test. Pt's meter was replaced.